Event description:
I am writing to see if the FDA would recall the kugel patch small 8x8 cm. Product code 10-103 lot number 031000. I had surgery for a hernia in 2000, then in 2005, I went to dr to show her my bleeding belly button. It was very sore, she sent down another dr from the hosp to look at it. He told me, it was severely infected, and I had to have it removed and he did so. After surgery to remove the infected patch I had to carry around a wound vac and every three days, a nurse would come over, and dig and clean out the hole in my stomach, because it was so infected they would not close my wound. This was very painful every time the nurse came. Now I have no belly button, just a long scar. I have developed irritable bowel syndrome and I suffer from fistulas daily. This has affected my psyche, and I talk to a licensed psychologist every two weeks, I also go to dr monthly because of this problem. Dates of use: 2000 - 2005. Diagnosis or reason for use: hernia repair.